Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-01021. Follow up information identified postoperatively, effective therapy was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-01021. It was reported the patient experienced ineffective stimulation, as the leads were auto reducing. Reprogramming attempts were unsuccessful. As a result, the patient underwent scs system replacement. During the surgery, the leads were found to be kinked under the site of the anchors on both leads.